Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed one device was returned but not in any original packaging. The suture capture has been disconnected from the upper jaw. The suture capture was not returned. No other visual deficiencies. A functional evaluation revealed the jaw will close and the suture passer will deploy when trigger is initiated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include rough handling or excessive force to the device. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus root refixation,after insertion of the firtspass mini into the joint and opening the mouth, the catch mechanism came loose. The procedure was completed with 3 minutes of surgical delay using a back-up device. Everything was removed and nothing remained in the patient. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).